Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: team felt like the tidal volumes were very low on multiple settings. They tired 10/5, 15/5, 20/5, and even 25/5. The displayed inhaled and exhaled volumes started at 80 mls and never got above 140 mls. The team said the patient had good chest rise, and no adverse actions happened. The team changed the c1 for a v60 and inhaled volumes were 500 to 600 mls.